Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. 664667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery in (B)(6) 2010 and tonsillectomy. Previously administered products included for an unreported indication: ortho tricyclen from 2006 to 2007. Concurrent conditions included migraine, abdominal cramps, blood pressure increased, nervous, pneumonia, general body pain, face injury, gingival abscess, hypomania, morbid obesity and abdominal pain. Concomitant products included medroxyprogesterone acetate (depo provera) since 2005 to (B)(6) 2010 for birth control as well as nsaids since 1996 and paracetamol (acetaminophen) since 1996. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression/ depression with anxiety/psych injury"), anxiety ("psychological or psychiatric problems condition mental anguish/ anxiety/psych injury") and abdominal pain ("abdominal pain"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), citalopram and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on(B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the depression and anxiety was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure insertion date : on (B)(6) 2010. There were 3 coils visible in left, 4 coils visible in right discrepancy essure confirmation test- currently reported as no plaintiff received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- dyspareunia, pelvic pain, dysmenorrhea, depression, anxiety disorder. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Events per pfs: abdominal pain and general abnormal bleeding were added, outcome of the event pelvic pain, abdominal pain, general abnormal bleeding were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 22-year-old female patient who had essure (batch no. 664667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery in (B)(6) 2010 and tonsillectomy. Previously administered products included for an unreported indication: ortho tricyclen from 2006 to 2007. Concurrent conditions included migraine, abdominal cramps, blood pressure increased, nervous, pneumonia, general body pain, face injury, gingival abscess, hypomania, morbid obesity and abdominal pain. Concomitant products included medroxyprogesterone acetate (depo provera) since 2005 to (B)(6) 2010 for birth control as well as nsaids since 1996 and paracetamol (acetaminophen) since 1996. On (B)(6) 2010, the patient had essure inserted. In may 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression/ depression with anxiety") and anxiety ("psychological or psychiatric problems condition mental anguish/ anxiety"). The patient was treated with acetylsalicylic acid; caffeine; paracetamol (excedrin migraine), citalopram and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and dyspareunia had resolved and the depression and anxiety was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure insertion date: (B)(6) 2010. There were 3 coils visible in left, 4 coils visible in right. Discrepancy essure confirmation test- currently reported as no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- dyspareunia, pelvic pain, dysmenorrhea, depression, anxiety disorder. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received- new events: ¿abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression/ depression with anxiety, mental anguish/ anxiety, migraines / headaches, dyspareunia (painful sexual intercourse)¿,medial history, concomitant drugs, treatment drugs, historical drug and lab data, lot number added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 22-year-old female patient who had essure (batch no. 664667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery in (B)(6) 2010 and tonsillectomy. Previously administered products included for an unreported indication: ortho tricyclen from 2006 to 2007. Concurrent conditions included migraine, abdominal cramps, blood pressure increased, nervous, pneumonia, general body pain, face injury, gingival abscess, hypomania, morbid obesity and abdominal pain. Concomitant products included medroxyprogesterone acetate (depo provera) since 2005 to december 2010 for birth control as well as nsaids since 1996 and paracetamol (acetaminophen) since 1996. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression/ depression with anxiety") and anxiety ("psychological or psychiatric problems condition mental anguish/ anxiety"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), citalopram and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and dyspareunia had resolved and the depression and anxiety was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2010 there were 3 coils visible in left, 4 coils visible in right discrepancy essure confirmation test- currently reported as no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- dyspareunia, pelvic pain, dysmenorrhea, depression, anxiety disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.